Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reload the existing cartridge and resumed insulin therapy. There was no reported impact to the customer's blood glucose (bg) level.

Manufacturer narrative:
Device not returned.